Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications and his recent history of bleeding events. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a voluntary medwatch that a patient developed bright red blood and was diagnosed with gastro-intestinal (gi) bleeding in the setting of a supratherapeutic international normalized ratio (inr). At the time of this event, the patient had been prescribed coumadin. The patient was treated with the transfusion of eight units of packed cells. Diagnostic testing revealed that the source of the bleeding was not a gastric varix but was the gastroepiploic arcade. This area was treated with histoacryl glue injection followed by needle injection and clipping. The site further reported that a heparin bridge was considered too risky at this time and coumadin was used alone. No further information was provided.